Event description:
It was reported that an obvious decline in the pt's hearing performance was noticed by the guardians on (B)(6) 2014. Problems of external devices were excluded and a history of head trauma was denied by guardians. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.